Event description:
The surgeon revised the glenosphere and the liner 2 years and 3 months after primary following glenosphere screw loosening. The glenosphere was completely mobile, but not displaced. The screw was completely loose also, but still in the glenosphere.

Manufacturer narrative:
Batch review performed on 25 january 2022. Lot 183804: (B)(4) items manufactured and released on 03-jan-2019. Expiration date: 2023-12-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: two years after primary rsa, the central screw supposed to fix the glenosphere to the baseplate is found to have partially backed out at standard radiographic analysis. The glenosphere is not displaced and the screw is still in its original seat, but displacement due to self-unscrewing is deemed to be imminent and therefore revision surgery is undertaken. There is no information on the possibility that the baseplate screws were found to have backed out, or to be protruding from the baseplate: this could be a cause for the self-unscrewing of the central screw, that may never have reached the final position. No other cause for self-unscrewing could be identified so far. Visual inspection performed by (B)(4) shoulder manager: the immediate post-op x-rays show inferior orientation of the glenosphere eccentricity, while in the x-rays taken at the 6-week follow-up the glenosphere is oriented in the proximal direction and the glenosphere screw looks still in its intended position. At 2-year follow-up the glenosphere screw is not engaged anymore in the baseplate threaded hole. Mild circumferential signs are visible on the convex backsurface of the glenosphere, probably due to friction with at least one peripheral glenoid screw. The glenosphere screw shows circular scratches on the outer surface.no action is suggested. Additional items involved in the event, batch review performed on 25 january 2022: external supplier analysis: reverse shoulder system 04.01.0155 glenoid baseplate ø27x25 (k170452) lot. 1811000 lot 1811000: (B)(4) items manufactured and released on 21-feb-2019. Expiration date: 2024-02-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.